Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. It was not reported if the patient received treatment for the event. At the time of this report, the patient was still hospitalized and recovering from the event. Physioneal therapy was ongoing. No additional information is available.